Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter who clarified that the implantable neurostimulator (ins) was protruding and hurting them, but their healthcare provider (hcp) said it was already sewn all around. The hcp told the patient there were no reports that it would be cancerous. The steps taken to resolve the hurting and ins implanted incorrectly was they "seeked" a second opinion which was further encouraged by their hcp. The hcp's assistant wants the patient to take a cat scan, but the place the patient use to go to does not take this manufacturing company patients anymore. The patient said several hcps want them to have cat scans for different things. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that it "hurts", "was put in incorrectly", "wants it out", and "if not removed, implant can cause cancer". No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.